Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer attempted to load a new cartridge to resolve the issue, however, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 197-219 mg/dl.